Event description:
Consultant reported during a posterior lumbar fusion procedure, level l3 -l5 surgeon tightened the construct and was starting to insert bone graft when he noticed 2 collars on the construct were cracked. Surgeon replaced the two collars and nuts for the construct and completed the bone graft and closed the patient. Consultant noted the proper torque wrench was used to perform the final tightening. This is report 1 of 2 for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 parts from the same lot. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation determined the device was broken in half at l2 where the grooves are. A product design evaluation was also conducted. This review focused on the interaction of the collar, and nut with the mating instruments and their interaction with the side opening implants. The results of this manufacturing evaluation indicate each process was carried out according to the engineering specifications, and work instructions applicable to each department. A comprehensive review of the design was also conducted by an independent industry expert. Mechanical testing has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the design has been improved and a collar without grooves will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. Because all relevant features conform to specifications, this complaint is invalid. Additional common device name: mni.